Event description:
Customer reported that when a hospital personnel attempted to unlock the restraint from a pt, the lock would not release. As a result, the restraint had to be cut off. No visible damage to the lock was reported. There was no pt injury. There customer could not provide a date when the incident occurred.

Manufacturer narrative:
Results: evaluation of the returned product found that the wrist cuff has been cut. The pin inside the lock broke off and is taped to the tether holding the lock. Even though the pin is no longer inside the lock, the lock latches on to the post and the key unlocks it. Note: instructions for use state that before each use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch; cracked or broken buckles or locks; and/or that hook and loop adheres securely, as these may allow pt to remove cuff. Discard if device is damaged. (B)(4).